Event description:
During troubleshooting of a system error 2240 alarm which was received on a patient's homechoice machine during dwell 4/4 of their automated peritoneal dialysis therapy, it was determined that the home patient neglected to connect the patient line extension set to the patient line of the homechoice set until after the prime cycle had already been completed. Per the home patient, no patient injury or medical intervention was associated with this incident.